Manufacturer narrative:
The manufacturer was able to verify the reported problem. A visual inspection revealed that the power flex circuit was damaged. Pin 5 of component jp4 was burned. The power flex circuit was replaced to correct the reported problem.

Event description:
It was reported that the ventilator had a damaged ac input connector. It came loose and somebody twisted it off the rest off the way which bent the pins.